Event description:
The letter alleges the consumer fell while using the cane and allegedly sustained a broken right arm. The consumer alleges there was a probelm on the grip of the cane that caused the fall.